Manufacturer narrative:
Lot number ¿ 802606, 802434. Three (3) unopened single-use samples were received for evaluation. Upon visual inspection of one of the samples, residue on the outside of the inlet connector was observed. The particulate matter was analyzed using micro-fourier transform infrared (ftir) spectroscopy and discovered to be consistent with a degraded dextrose (glucose) material. The reported condition was verified. The cause of the condition was not determined. For two of the samples, a visual inspection was performed and loose particulate matter (pm) was noted inside the sealed sterile package of both samples. The pm was inside of the over pouch, not touching the product. Further analysis was performed on the pieces of pm. The fiber in sample one was approximately 3.4 mm long and brown. The fiber in sample two was approximately 8.4 mm long. The fibers were isolated directly from the packaging and portions of each sample were analyzed using fourier transform infrared (ftir) spectroscopy with a microscope module and polarized light microscopy. The fiber from sample one was consistent with an acrylic fiber (polyacrylonitrile) and the fiber from sample two was consistent with polyester. The reported issue was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the reported lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. It was reported that two (2) vented high-volume inlets had particulate matter. One inlet had particulate matter ¿in the end of the set that connects with the valve¿, and the other inlet had a hair inside the sterile packaging. No patients were involved. No additional information is available.